Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). Product not returned for evaluation. No replacement product needed at this time. Complaint resolved by training during the time of the call. Product is working as designed. Most likely underlying root cause: mlc-103-finger removed from strip before strip had sufficient time to fill test strip (B)(4). Note: manufacturer contacted customer (several attempts) in a follow-up call in order to ensure the customer's condition since the initial call - unable to establish contact with the customer at this time. Unable to send product notification letter as no address on file for customer.

Event description:
Consumer reported complaint for e-2 error: sample not detected or using wrong test strip. The e-2 error occurred as soon as the blood sample was absorbed. At the time of the call, the customer reported feeling dizzy; customer did not need medical attention at the time of the call. Customer was using the correct test strips and correct testing technique. During the call on (B)(6) 2018, a blood test was performed by the customer non-fasting and produced test result of 199 mg/dl using truetrack meter. The customer's expected blood glucose test result range was undisclosed. The product is stored according to specification in the bedroom. The test strip lot manufacturer's expiration date is 04/20/2020 and open vial date is (B)(6) 2018. The meter memory was not reviewed for previous test result history.